Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt presented with anterior capsule fibrosis which is pulling the lens posteriorly and tilting it slightly. The pt is hyperopic and has approximately 1d of cylinder. Also, the surgeon noticed constriction of the anterior capsule. The surgeon is evaluating treatment options. Additional information has been requested, but has not been received.